Event description:
A patient underwent cataract surgery with hyaluronate sodium (healon v 0.6). After the operation the patient developed increase intra-ocular pressure, the pressure increased to 60mmhg, with vomiting. The patient was treated with acetazolamide and mannitol. Within three days following treatment the patient recovered and the pressure returned to normal.